Manufacturer narrative:
The nurse who performed the dressing change indicates that during the dressing change, she had difficulty removing the dressing. She had to soak the dressing with a large amount of saline. The nurse let the wound soak for 5-10 minutes. She was able to remove two of the three dressing pieces indicating that they were "slightly adhered in a couple of spots, but there wasn't a big problem removing them." When the nurse started to remove the third piece of dressing, she noticed there was a bright red drainage at the base of the wound. She first thought it was the saline mixed with a little blood, but then realized there was bleeding. The nurse stopped and applied pressure with gauze. After about 2-3 minutes, the bleeding continued and the nurse had the family of the patient call ems. When the patient arrived at the emergency room, a physician had to suture an artery to stop the bleeding. It is not known whether the artery was inadvertently damaged while the dressing was being removed. The patient's wound was sutured closed with a drain in place and she was discharged home in 2007.

Event description:
It was reported that during a routine dressing change on an obese patient receiving v.a.c. Therapy for a dehisced abdominal wound, bleeding was observed at the base of the wound. The patient was treated in the emergency room.